Event description:
Information was received indicating that, while in use with a patient, this tracheostomy tube exhibited leaking issues. It was noted that the tube was not filling symmetrically. The tube was removed and replaced. No additional adverse patient effects were reported.